Manufacturer narrative:
(B)(4). Reporter number (B)(6). The actual device was returned for evaluation. During pre-testing, the reported condition of unusual noise was confirmed. It was also observed that the trigger assembly was loose. Reliability engineering evaluated the device at a later date and observed that the reported condition of a weird noise could not be confirmed. An assignable root cause was not determined. However, during evaluation it was observed that the device trigger was sticking, the unit failed cannulation, the cap nut was damaged causing the unit to fail cannulation, the trigger's stop ring was damaged, there was an unknown liquid was found inside the unit (non-failure) and the electric motor was vibrating excessively. The assignable root cause was determined to be due to component wear caused by normal use and servicing over time. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during testing, it was observed that the battery reamer was making a weird noise like it was going to fail. During in-house engineering evaluation, it was observed that the device trigger was sticking, the unit failed cannulation, the cap nut was damaged causing the unit to fail cannulation, the trigger's stop ring was damaged, there was an unknown liquid was found inside the unit (non-failure) and the electric motor was vibrating excessively. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.